Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. After multiple battery replacement unit persisted on blank display. Unable to perform the displacement test, sleep current test, active current test and self test and unable to confirm insulin flow block due to blank display. Unable to upload using thump software due to blank display. Proceed it by cutting unit open and perform visual inspection on connectors and electronic assembly. Battery tube connector plugged in properly into j7/pcb 1 and no moisture damage on electronic assembly noted during visual inspection. The original pcba 1 was installed in a test pcba 2. Powered the pump on using the battery simulator and no blank display noted. During visual inspection under microscopic investigation a crack was found across on the u6/pcba2 chip causing the blank display. Isolate to pcba2. The following were noted during visual inspection: scratched case, pillowing keypad overlay and cracked belt clip rails. In conclusion customer concern of blank display was confirmed. Blank display was noted due to cracked u6 chip on pcba2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the display of the insulin pump being blank. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for display issues, and the customer stated that no damage to the battery cap or compartment. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. Troubleshooting was performed for damage, and the customer reported that the pump fell off and the functionality was affected. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer responded that the device would be returned.